Event description:
Additional information was received and it was reported that the programming error was made ¿years ago¿. They were planning to correct the programming error today ((B)(6) 2014) at the patient¿s refill. The device system was delivering compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# unknown, implant product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) noted that 2000 mcg/ml at 1598.7 mcg/day was programmed into the pump, but the actual concentration was 200 mcg/ml. The patient was actually receiving 159.87 mcg/day. The medication infused was lioresal.